Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿medium-term results of the charnley low-offset femoral stem¿ by a, abied, et al, published by the journal of bone and joint surgery (2005), vol. 87-b, no. 9, pp. 916-920, was reviewed. The purpose of this article was to review the results of 54 consecutive charnley thas performed between august 1990-december 1994. Implanted depuy products: cemented charnley polyethylene cups and charnley low-offset monoblock stems. 23 hips received competitor cement and 31 hips received cmw cement. Adverse events: 1 case of deep infection treated with revision of unknown components. 1 case of recurrent dislocation treated with revision. Intraoperative findings identified non-union of the greater trochanter. 1 case of recurrent subluxation and pain treated with revision. Intraoperative findings revealed polyethylene cup wear with femoral head penetration, impingement, and medial displacement of the femoral stem. Identified in fig 4a and fig. 4b on page 919. There were reports of extraskeletal ossification and non-union of the greater trochanter. There was insufficient information provided to determine if these harms required intervention or were associated with the revisions noted in the text. There was 1 reported dvt and 1 reported pe- treatment was unspecified. "